Event description:
It was reported, during the (B)(6) 2024 ipg replacement (related manufacturer reference number: 3006705815-2024-05033) it was noted that the patient's leads had migrated. X-ray imaging confirmed lead migrations. As a result, the leads were repositioned to their initial position intraoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.